Event description:
On (B)(6) 2011, the pt contacted animas alleging that she had cartridge that leaked. The pt claimed that for the previous 4-5 days, her blood glucose (bg) levels have ranged from 573 mg/dl to "high" (bg>600 mg/dl). The pt reportedly had a symptom of nausea. The pt also claimed that her bg level decreased to 402 mg/dl after she gave herself an injection. The pt indicated that she had noticed insulin leaking in the cartridge chamber. The pt alleged that the cartridge leak was causing her elevations in bg. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that a cartridge leak contributed to her bg's reaching a level suggestive of severe hyperglycemia.

Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned; there is no further investigation necessary with respect to the leak issue. Cartridges with lot # 201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.